Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("heavy abnormal bleeding") and suicide attempt ("suicide attempt") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included chronic cervicitis, diverticulitis, colovesical fistula and ovarian cyst ruptured. Concomitant products included antibiotics for yeast infection and pelvic inflammatory disease as well as fluconazole (diflucan) since (B)(6) 2011, macrogol 3350 (miralax) since (B)(6) 2011, methylprednisolone (medrol) from m(B)(6) 2011 to (B)(6) 2011 and metronidazole (flagyl) since (B)(6) 2011. In 2009, the patient had essure inserted. In 2009, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), gastrointestinal disorder ("gastrointestinal or digestive system condition"), nervous system disorder ("neurological conditions or problems"), depression ("psychological or psychiatric problems: depression"), vaginal discharge ("vaginal discharge"), weight increased ("weight gain"), weight decreased ("weight loss"), cystitis ("bladder infection") and bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movement"). In (B)(6) 2011, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower. In (B)(6) 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dysuria ("bladder problem or urinary problems: pain urination/ burning urination"), infection ("infection (other)") and vaginal odour ("started noticing foul odor from vagina"). The patient was treated with surgery (on (B)(6) 2011, (B)(6) 2011 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and surgery (on (B)(6) 2011, (B)(6) 2011 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2011. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, suicide attempt, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, vaginal infection, gastrointestinal disorder, infection, nervous system disorder, depression, vaginal discharge, weight increased, weight decreased, vulvovaginal mycotic infection, urinary tract infection, cystitis, bowel movement irregularity and vaginal odour outcome was unknown. The reporter considered bowel movement irregularity, cystitis, depression, dysmenorrhoea, dysuria, fallopian tube perforation, gastrointestinal disorder, genital haemorrhage, infection, menorrhagia, nervous system disorder, pelvic inflammatory disease, suicide attempt, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 10-jul-2018: plaintiff fact sheet received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, dysmenorrhea (cramping), gastrointestinal or digestive system condition, infection (bladder/ urinary tract/vaginal): bladder and vaginal, infection (other), neurological conditions or problems, perforation (fallopian tube(s)), psychological or psychiatric problems: depression, suicide attempt, vaginal discharge, weight gain / loss, burning urination, vaginitis, urinary tract infection, yeast infection, irregular bowel movement, bladder infection, other injury(ies) or complication (s): pelvic inflammatory disease, did not undergo confirmation test, started noticing foul odor from vagina, discharge, abdominal pain. Historical condition were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("heavy abnormal bleeding"), suicide attempt ("suicide attempt") and diverticulitis ("gastrointestinal or digestive system condition type:diverticulitis") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included chronic cervicitis, diverticulitis, colovesical fistula and ovarian cyst ruptured. Concurrent conditions included left lower quadrant pain, right lower quadrant pain, pelvic discomfort, colovesical fistula and ovarian cyst. Concomitant products included antibiotics for yeast infection and pelvic inflammatory disease as well as anovlar (loestrin) since 2011, fluconazole (diflucan) since march 2011, macrogol 3350 (miralax) since may 2011, methylprednisolone (medrol) from march 2011 to april 2011 and metronidazole (flagyl) since march 2011. In july 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nervous system disorder ("neurological conditions or problems"), weight increased ("weight gain"), weight decreased ("weight loss"), cystitis ("bladder infection") and bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movement"). In july 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression"), vaginal discharge ("vaginal discharge"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In june 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dysuria ("bladder problem or urinary problems: pain urination/ burning urination"), vaginal odour ("started noticing foul odor from vagina"), loss of libido ("couldn't have sexual intercourse") and anxiety ("anxiety"). The patient was treated with surgery (on (B)(6) 2011, (B)(6) 2011 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, suicide attempt, diverticulitis, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, vaginal infection, nervous system disorder, depression, vaginal discharge, weight increased, weight decreased, vulvovaginal mycotic infection, urinary tract infection, cystitis, bowel movement irregularity, vaginal odour, loss of libido, female sexual dysfunction and dyspareunia outcome was unknown. The reporter considered anxiety, bowel movement irregularity, cystitis, depression, diverticulitis, dysmenorrhoea, dyspareunia, dysuria, fallopian tube perforation, female sexual dysfunction, genital haemorrhage, loss of libido, menorrhagia, nervous system disorder, pelvic inflammatory disease, suicide attempt, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: date(s) of removal:15feb2011,04jul2011:( bilateral salpingectomy - partial bilateral salpingectomy hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on 2-nov-2018: pfs received:event dyspareunia,apareunia,anxiety added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic inflammatory disease ("pelvic inflammatory disease"), genital haemorrhage ("heavy abnormal bleeding"), suicide attempt ("suicide attempt") and diverticulitis ("gastrointestinal or digestive system condition type:diverticulitis") in a 25-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's past medical history included chronic cervicitis, diverticulitis, colovesical fistula and ovarian cyst ruptured. Concurrent conditions included left lower quadrant pain, right lower quadrant pain, pelvic discomfort, colovesical fistula and ovarian cyst. Concomitant products included antibiotics for yeast infection and pelvic inflammatory disease as well as anovlar (loestrin) since 2011, fluconazole (diflucan) since (B)(6)2011, macrogol 3350 (miralax) since (B)(6)2011, methylprednisolone (medrol) from march 2011 to (B)(6) 2011 and metronidazole (flagyl) since (B)(6)2011. In july 2009, the patient had essure inserted. In 2009, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), nervous system disorder ("neurological conditions or problems"), weight increased ("weight gain"), weight decreased ("weight loss"), cystitis ("bladder infection") and bowel movement irregularity ("gastrointestinal or digestive system condition: irregular bowel movement"). In july 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, abdominal pain and abdominal pain lower, pelvic inflammatory disease (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems: depression") and vaginal discharge ("vaginal discharge"). In june 2011, the patient experienced vaginal infection ("vaginal infection / vaginitis"), vulvovaginal mycotic infection ("yeast infection") and urinary tract infection ("urinary tract infection"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), diverticulitis (seriousness criterion medically significant), vulvovaginal pain ("vaginal pain"), dysuria ("bladder problem or urinary problems: pain urination/ burning urination"), vaginal odour ("started noticing foul odor from vagina") and loss of libido ("couldn't have sexual intercourse"). The patient was treated with surgery (on (B)(6)2011, (B)(6)-2011 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes) and surgery (on (B)(6)2011, (B)(6)2011 hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, pelvic inflammatory disease, genital haemorrhage, suicide attempt, diverticulitis, vulvovaginal pain, vaginal haemorrhage, menorrhagia, dysuria, dysmenorrhoea, vaginal infection, nervous system disorder, depression, vaginal discharge, weight increased, weight decreased, vulvovaginal mycotic infection, urinary tract infection, cystitis, bowel movement irregularity, vaginal odour and loss of libido outcome was unknown. The reporter considered bowel movement irregularity, cystitis, depression, diverticulitis, dysmenorrhoea, dysuria, fallopian tube perforation, genital haemorrhage, loss of libido, menorrhagia, nervous system disorder, pelvic inflammatory disease, suicide attempt, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vaginal odour, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: date(s) of removal:(B)(6)2011,(B)(6)2011:( bilateral salpingectomy - partial bilateral salpingectomy hysterectomy with bilateral salpingectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.1 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs received. Event gastrointestinal or digestive system condition replaced with diverticulitis and new event couldn't have sexual intercourse. Event infection replaced with bladder infection , vaginal infection and urinary tract infection. Date of insertion & removal was updated. Follow up 3 & 4 process together. On (B)(6)2018: medical record received. Reporter's information was added. Concomitant condition was added. No new significant information. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("heavy abnormal bleeding") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abdominal pain/ severe cramping") and vulvovaginal pain ("vaginal pain"). The patient was treated with surgery (on (B)(6) 2011, she was forced to undergo one or more surgeries to remove essure). Essure (ess205) was removed on (B)(6) 2011. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and vulvovaginal pain outcome was unknown. The reporter considered abdominal pain lower, genital haemorrhage, pelvic pain and vulvovaginal pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.